Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('it was suspected that one device migrated and was not currently located in the fallopian tubes'), genital haemorrhage ('regular haemorrhage') and pregnancy with contraceptive device ('pregnancy') in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one device has an open shape" on (B)(6) 2004 and device ineffective "device ineffective". Medical conditions: after insertion, contraception was provided until control. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 16 days after insertion of essure (ess205). In (B)(6) 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adenomyosis ("adenomyosis"), endometrial atrophy ("endometrial hypotrophy") and mental disorder ("these problems had a certain psychological impact on the patient"). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, adenomyosis and endometrial atrophy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, device dislocation, endometrial atrophy, genital haemorrhage, mental disorder and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: during insertion: 2 tubal ostia were visible, 6 coils seen at the right, 3 coils seen at the left. Uterine cavity and endocervical canal were normal. The general practitioner reported: patient had sterilization with essure in 2004, which caused several gynecological disorders associated with regular hemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2004: 2 implants with suspect position. Pathology test - on (B)(6) 2014: uterus (without adnexa): weight : 87 g and 75x45x40 mm. No malignancy. Conclusion: adenomyosis, endometrial hypotrophy. X-ray - on v2004: presence of two radio-opaque foreign bodies, metallic, at the level of the pelvic area, however their shape is different, one presents the form of a hairpin, the other one is open. It is suspected that one has migrated and is not anymore positioned at the level of the fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. After internal review, endometrial hypertrophy was corrected to endometrial hypotrophy. No lot number or device sample was received in this case. We conducted a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of device dislocation ("CT scan performed and found 2 implants with suspect position"), the second episode of device dislocation ("it was suspected that one migrated and was not currently located in the fallopian tubes"), genital haemorrhage ("regular haemorrhage") and pregnancy with contraceptive device ("pregnancy") in a 37-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required), 2 months 16 days after insertion of essure (ess205). In october 2006, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of mental disorder ("these problems had a certain psychological impact on the patient"), the second episode of mental disorder ("psychological disorder nos"), adenomyosis ("adenomyosis"), endometrial hypertrophy ("endometrial hypertrophy") and genital disorder female ("several gynecologist disorders"). The patient was treated with surgery (hysterectomy and hysterectomy on (B)(6) 2014). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the last episode of device dislocation, genital haemorrhage, pregnancy with contraceptive device, the last episode of mental disorder, adenomyosis, endometrial hypertrophy and genital disorder female outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as elective abortion. The reporter considered adenomyosis, endometrial hypertrophy, genital disorder female, genital haemorrhage, pregnancy with contraceptive device, the first episode of device dislocation, the first episode of mental disorder, the second episode of device dislocation and the second episode of mental disorder to be related to essure (ess205). The reporter commented: during insertion: 2 tubal ostia were visible. 6 coils seen at the right. 3 coils seen at the left. Uterine cavity and endocervical canal were normal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2004: 2 implants with suspect position. Pathology test - on (B)(6) 2014: uterus (without appendices): weight : 87 g and 75x45x40 mm. No malignity. Conclusion : adenomyosis, endometrial hypertrophy. X-ray - on (B)(6) 2004: 2 metallic foreign bodies in the pelvic area. But with different conformation. One with a hair grip shape. The second seems to be open. Most recent follow-up information incorporated above includes: on 8-mar-2019: reporter, lab data and events it was suspected that one migrated and was not currently located in the fallopian tubes, psychological disorder nos, adenomyosis, endometrial hypertrophy, several gynecologist disorders, regular haemorrhage, pregnancy and device ineffective added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("CT scan performed and found 2 implants with suspect position") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 months 16 days after insertion of essure (ess205). On an unknown date, the patient experienced mental disorder ("these problems had a certain psychological impact on the patient"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation and mental disorder to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2004: 2 implants with suspect position. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.